Manufacturer narrative:
Correction to field b5: describe event or problem. This complaint is no longer reportable. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that three leads were opened but not used during this procedure. Representative indicated "they were botched' at the beginning of 2020. Physician threw a fit and quit. The case was never reported until november 25th, 2020. No replacements were performed. This complaint is no longer reportable as this is not likely to pose risk to the patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported this lead and another two leads were attempted due to unknown reasons. No adverse patient effects were reported.